Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant attempt, despite repositioning the rv (right ventricular) lead 3-4 times, high threshold and impedance were noted in every position. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.